Event description:
It was reported at the end of infusion, during the removal of the set cleo, the cannula was broken . The cannula end remained under the skin of the patient. The catheter set up for almost 24 hours at the moment of the removal. No patient injury reported.

Manufacturer narrative:
Sample received by shm: the samples consist of one (1) product; one (1) sample was received in used conditions without its original. Visual inspection: the sample was visually inspected, at a distance of 12 to 24 inches and normal conditions of illumination. Result: the sample has the cannula broke. Other analysis due to the fact that no lots were scheduled to be manufactured in the near future, a review of the manufacturing process for p/n 21-7221-24 l/n 3743602 was conducted by quality engineer on 07-jan-2019 in order to verify that there are no situations or practices that could create the event as described in description of non-conformance. Both part numbers belong to the cleo products family and are manufactured with the same process procedures and controls and have similar components. However one has 24? Buckle ay while the other has a 31 inch buckle ay. During the verification the following operations were reviewed: ?line clearance record was reviewed; no discrepancies were observed. ?inserter assembly operation was audited by the quality engineer and it was performed by the production personnel according to the manufacturing procedures. ?training records were reviewed, operators are trained on operation been performed. ?site threader machine is used for the operation and maintenance records were reviewed; no anomalies were detected. Functional test was performed as follows: three (3) samples were taken from cleo production line and tested; after removing the white cap the site was inserted into the insertion pad t98-5406. The inserted cannula was twisted around and pulled from the insertion pad, in neither of the worse test cases produced can cause the cannula to brake or detach. Results: no detachment was detected in any of the tested samples and the cannula was not remove from the site. Mitigation the retractor assemblies are 100% visually inspected by the production personnel to assure that the needle is properly threaded. Quality control performs an in process audit at 1 hour intervals to verify that needle is properly threaded on the retractor assemblies. Root cause the customer reported: the cannula end remained under the skin of the patient in order to perform a complete root cause analysis of this failure mode, corrective and preventative action was open on 04-oct-2017. Action taken corrective and preventative action was open on 04-oct-2017 in order to implement corrective actions for this failure mode. A notification of this complaint to the production personnel was conducted by the quality engineer on 13/jan/2019 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).